Event description:
During a transfemoral tavr procedure, after successful deployment of a 29mm s3ur valve and edwards device removal, an attempt at closing the groin with the perclose device was unsuccessful and hemostasis could not be achieved. A surgical cutdown was them performed and hemostasis was achieved. The patient remained stable throughout the procedure. There were no allegations of fault or failure of an edwards device. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).